Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-02962. It was reported that the patient had a fall and both of their leads had high impedances. It was noted that the patient experienced ineffective therapy and was unable to set their ipg to MRI mode due to the high impedances. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. The issue was resolved post-operatively.